Event description:
It was reported that the pt experienced a coupling and or communication issues. Use of al (antenna locate) resulted in a por (power on reset) being displayed on ins which then lead to the normal recharging screen. Add'l info was requested.

Manufacturer narrative:
(B)(4).